Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer being sick and not eating, along with normal basal insulin being delivered, the customer experienced blood glucose (bg) levels ranging from 20-30 (mg/dl). The customer arrived at the hospital (B)(6) 2018, and was treated with glucagon and glucose paste. The customer was released from the hospital on (B)(6) 2018, with no permanent damage to the customer and the issue resolved.